Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 90% stenosed, 2.75mm x 19mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and severely calcified right coronary artery. After the lesion was pre-dilated with 2.75x20 non-boston scientific balloon catheter, a 20 x 2.75 rebel stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.